Event description:
The customer reported that the images produced were white and illegible. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and performed a system calibration. The system operates as intended.